Manufacturer narrative:
The reported reader (B)(4) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression after charging. No button issues were observed. No malfunction or product deficiency was identified.

Event description:
Customer's mother reported on behalf of her that his adc freestyle libre reader would not power on with button press. Customer was unable to test and experienced symptoms described as "shaking and sweating". Ambulance was called and the customer was treated with glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her that his adc freestyle libre reader would not power on with button press. Customer was unable to test and experienced symptoms described as "shaking and sweating". Ambulance was called and the customer was treated with glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.